Event description:
The patient was revised because the femur was in valgus, the tibia was undersized and collapsed into varus. Osteolysis and wear of the insert and patella were noted.

Manufacturer narrative:
Evaluation was not possible, as the products were not returned. Product information required to review the device history records was not provided. The investigation could not draw any conclusions about the reported event; however, provided information stated poor device positioning and cement mantle to implant failed. Cement manufacturer is unknown. Depuy considers the investigation closed at this time. Should the products and/or additional information be received, the investigation will be re-opened.